Event description:
It was noted the patient died 25 days following device replacement surgery. The cause of death has been requested and not received.

Manufacturer narrative:
(B)(4). Device evaluation anticipated. Follow up information will be sent when it is made available.

Event description:
The nurse contacted baxter (B)(4) and informed the technical service representative (tsr) that the home choice machine infused 3 times the normal amount in a patient's peritoneal cavity on the (B)(6) 2010 at 12:03 pm; the patient withheld 479 ml of liquid. After the event the patient was immediately admitted in the hospital on intensive therapy unit (uti). The patient presented with sweating, decrease in oxygen saturation which was 88% and abdominal distension. The nurse reviewed the alarm register on the machine and she did not observed an error on the date of event.

Manufacturer narrative:
(B)(4). Upon further investigation this report was determined to be a duplicate report of an adverse event reported under report number 1423500-2010-00255. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning (B)(4).

Manufacturer narrative:
(B)(4). The device was returned to the baxter facility in latin america for evaluation on an unknown date. Results of the evaluation indicate: the system error 2044 is related to the pneumatic system of the machine. During the machine evaluation, damage was observed on the compressor that caused the system error 2044. The compressor of the pneumatic system was replaced. The machine was tested for 10 hours and all results were within specification.